Manufacturer narrative:
In this case, the facility returned the incorrect device. The complaint device was not returned for evaluation. Per the instructions for use (IFU), balloon rupture is a potential risk associated with the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, patient factors [calcification in the stj] caused or contributed to the balloon rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transapical tavr procedure, the balloon on the 23mm ascendra+ delivery system ruptured at the end of valve deployment. There was no injury to the patient. A 23mm ascendra+ delivery system was prepped with 1cc for delivery of a 23mm sapien xt valve. At the end of valve deployment the balloon on the delivery system ruptured. A new delivery system was prepped and used to post dilate the valve. There were no negative effects due to the rupture and the patient remained stable throughout the procedure. No bav was done prior to valve deployment per physician request. Prior to the start of the case, calcium in the sinotubular junction (stj) was noted. During valve deployment the balloon came in contact with the calcium lining the stj.

Manufacturer narrative:
The product was returned for evaluation. Investigation of this event is ongoing.